Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date published was used. Siu w.h.b., liu a.q., leung c.h., yuen s.k.k., leung d.kw., wong c.h.m, ko i.c.h., yuen r.w.y., meng h.y.h., ho j.m.h., yee c.h., -teoh j.y-c., ng c.f., chiu p.k.-f, lo k.l. (2025). A propensity score-matched analysis for a novel concept on transurethral water vapour therapy (rezum) in catheter-dependent patients: treatment cycles per unit prostate volume (cpv). 40th annual eau congress, eur urol suppl, s;87(s1), 1. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the 40th annual eau congress that a prospective study was conducted in order to investigate the optimal number of treatment cycles for catheter-dependent retention for rezum, as the number of water vapor treatment cycles has classically been determined by the prostate length or the fields of vision (fov). The study occurred with 168 men with catheter-dependent refractory retention who underwent a water vapor therapy procedure from 2021 to 2023 with rezum devices. Postoperative complications included urinary retention, urinary tract infection and readmission. No further patient complications were reported.